Event description:
A malfunction event was reported with a malfunction code displayed on the device. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided instructions to reset the pump, which resolved the issue, allowing the customer to continue using the pump.

Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.